Event description:
It was reported that during a routine device change out and adding an atrial lead to the system, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The patient was doing good.

Manufacturer narrative:
(B)(4).